Event description:
"(B)(6)"---bleeding veteran with history of apixaban use had accidentally removed his foley catheter at home on (B)(6) 2024. His family reports there being a significant amount of blood present (resulting from penile bleeding from catheter removal). Ems was called, and patient found to be hypotensive (70/40s) and hemoglobin 5.6 on I-stat. He was transported to non-va ER, where norepinephrine was started and he was admitted to the ICU for presser requirements. Veteran also required 2 units of packed red blood cells secondary to bleeding. He was discharged on (B)(6) 2024 when hemodynamically stable, and apixaban was continued.